Event description:
It was reported that there was a broken cable with a da vinci product. It was further reported that there was also a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the motion issue described as "did not operate properly" referred to the tip of the instrument's jaws could not be opened or closed, so the separation operation could not be performed. This issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and when surgeon was attempting to manipulate instruments from the surgeon side console (ssc), this failure was not related to the inability to move the instrument at all. The motion described as "disk was spinning" meant that the disk was spinning when the customer rotated it manually, also, the grip cable was found to be frayed; the 'spinning disk' was in the proximal side, not in the portion of the device that enters the patient (distal end). The movements of the surgeon scaled appropriately to the instrument and the instrument moved in the intended direction, the timing of instrument's movement was appropriate except for open/close. No shakiness and/or friction were experienced, the issue was persistent and was solved by using a backup instrument to continue. No video recording of the procedure is available for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.